Event description:
The patient had full revision surgery. Their preop system diagnostic result was high lead impedance, greater then 10,000 ohms and ifi no. Their explanted products were returned for analysis. Analysis is pending on their explanted lead. The explanted generator was tested. The results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported by a vns treating physician that he had a patient with high lead impedance with neck pain discovered on (B)(6) 2012. The patient was in the ER the same day but he did not know the reason the patient presented to the ER. The patient currently has seizures at a frequency of 1x/week that are short in duration. She is on keppra 1000mg tid, dilantin 100mg bid, topamax 50mg qhs, and lamictal 75-100mg. The patient came back to ER a few hours after discharge from clinic because she had a gtc seizure. Her vns was stopped at that time and x-rays ordered. There was no report of any patient trauma prior to her high impedance being attained. X-rays were received for review.the generator is implanted in the left upper chest in a normal orientation. The lead pin appears to be fully inserted in the available view. The filter feedthrus are intact. No gross lead discontinuities noted in the portions of the lead seen. The patient will be referred to surgery which will likely be (B)(6) 2012.

Event description:
An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector pin and connector ring quadfilar coils appeared to be broken in the area of an abraded opening and tie down imprints found on the body of the returned lead assembly. Visual analysis was performed and identified evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening and slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The abraded opening found on inner silicone tubing 2, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the inner tubing. For the observed inner tubing fluid remnants observed inside inner silicone tubing 1, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufactures, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.